Event description:
A periodic programming history review was performed and it was detected that the patient had high impedance during three system diagnostics tests during an office visit. The final impedance value from a system diagnostics test during the same office visit indicated an impedance within normal limits. The impedance value was within acceptable ranges prior to that office visit. The device history records were reviewed for the generator and lead and each passed all functional specifications prior to release and no unresolved non-conformances were found. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
High impedance was detected on the patient's generator and the patient was referred for lead revision. Clinic notes received indicated that the patient's lead may have been broken. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem. Corrected data: initial report inadvertently did not report neck pain and z-ray assessment reported in clinic notes. Event problem cds (patient code). Corrected data: initial report inadvertently did not include neck pain reported in clinic notes.

Event description:
It was reported that the patient had pain at their neck and that the pain had recently been constant. The physician assessed the cause of the pain may be related to the broken lead / high impedance detected. Clinic notes indicated that x-rays were performed and per the x-ray review within the clinic notes the vnss leads were intact, the vns projected over the left aspect of the c6 and c7 vertebral bodies within the adjacent soft tissues. The x-rays were not received by the manufacturer to date. No further relevant information has been received to date.